Manufacturer narrative:
(B)(4).

Event description:
The pt had a computed axial tomography scan. Her implantable neurostimulator was not turned off during the scan. During the scan it felt like her body was being defibrillated. Once the scan stopped the jolting also stopped. Afterward her left body side was in pain. She felt vibrating when she slept on the side where the implant was located. Additional info has been requested, a f/u report will be submitted if additional info becomes available.